Event description:
The customer reportedly received the following results on the accu-chek advantage system within 10 minutes: 356 mg/dl and 375 mg/dl, 143mg/dl and 142 mg/dl. The 356 mg/dl and 375mg/dl were obtained with the old vial of strips. The 143mg/dl and 142 mg/dl were obtained with the new vial of strips. Each vial of strips had the same lot number. No reported actions taken or treatment rendered. No adverse event reported. New system sent to customer and return requested.